Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The 3.0 x 20 nc trek is filed under a separate medwatch report number.

Event description:
It was reported that it was difficult to remove the sheath from the 2.5x12 mm and 3.0x20 mm nc trek prior to use; however, both balloon dilatation catheters were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.